Event description:
It has been reported that one bd a-line¿ has been found with damaged packaging, compromising sterility before use. The following has been provided by the initial reporter: package defect.

Manufacturer narrative:
Investigation: bd received a sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for a packaging seal issue with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd a-line¿ has been found with damaged packaging, compromising sterility before use. The following has been provided by the initial reporter: package defect.